Manufacturer narrative:
Concomitant medical products: 4470 lead, implanted: (B)(6) 2006, dtpa2d1 crt-d implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced with a leadless implantable pulse generator (ipg) due to infection. No further patient complications have been reported as a result of this event.